Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level with high ketone levels of 117-118 mg/dl resulting in diabetic ketoacidosis; cause and bg level was not known. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump and performed multiple supply changes to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline fluids, insulin fluids, insulin infusion, and potassium. Customer's release date from the hospital was not confirmed; however, it was between (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.